Event description:
It was reported that the patient had been admitted to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod for 16 hours. The patient received a hazard alarm after administering a bolus. Symptoms reported include nausea, pain, headache and thirst. The patient called the ambulance and was told to go the ER. At the ER, the patient was given an insulin pen injection and was given water and minerals. The patient was released after a few hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.